Event description:
On (B) (6) 2009, I underwent prk to correct my vision. The procedure was performed by dr (B) (6). I expected to return to work the following monday. The week following the procedure, I noticed that I was nearly always dizzy, which caused symptoms of nausea and forced me to rest, lying down, frequently throughout the day. The symptoms interfered with my ability to pursue normal activities every day including housework, showering, and reading. I expected that my 'brain' would habituate to my new vision in time and that the dizzy symptoms would subside. However, I continue to have problems with daily housework, reading, scrolling on the computer, and errands to the grocery store and other shopping centers. I am unable to work full-time as a classroom teacher and in jan 2010 my employment was permanently terminated. My symptoms also interfere with my pursuit of normal 'recreational' activities. I described these symptoms to dr (B) (6), doctor of optometry responsible for my follow-up care, beginning one week after the procedure. He told me that no other pt had described to him dizzy symptoms following vision correction surgery. One month after the procedure, dr (B) (6) asked me to return to see dr (B) (6) for an examination. Dr (B) (6) had also reported that no other pt had described dizzy symptoms following eye surgery . Dr (B) (6)'s and dr (B) (6)'s examinations revealed that my cornea was healing normally. Dr (B) (6) prescribed corrective lenses beginning in october. Initially, I was given progressive lenses that made my dizzy symptoms worse. Next, we tried bifocal lenses, and they too made my dizzy symptoms worse. Currently, I have 3 different pairs of glasses. One for reading only, one for distance only, and one that is an intermediate prescription. I am able to drive, though I do have increased sensitivity to motion sickness, and do not need to wear prescription glasses for this activity. As the dizzy and associated symptoms of nausea persisted, dr (B) (6), my optometrist, suggested that I have an adjustment done by dr (B) (6), the eye surgeon, in order to address my symptoms. He thought that, since I was now slightly far-sighted, correcting my vision to 20/20 without the need to wear eyeglasses would reduce or eliminate my dizzy symptoms. However, since both dr (B) (6) and dr (B) (6) had never heard a pt complaint of dizzy symptoms following vision correction surgery, I decided it would be pertinent to see a neurologist about my problem. In other words, I thought I was necessary to seek the advice from a doctor who had experience with pts with complaints about dizzy symptoms following vision correction surgery and how best to correct the problem. Dr (B) (6) and dr (B) (6) also suggested that I see my primary care physician about my symptoms to determine if there was some other issue, such as an ear infection or inner-ear problem, responsible for my symptoms. I went to my pcp, dr (B) (6), in late october for a referral to see a neurologist who could address my dizzy symptoms. My pcp's eval did not reveal a cause for my dizzy symptoms and agreed to refer me to the neurologist I requested. On (B) (6) 2009, I went ot see dr (B) (6)-, a neurologist and vestibular disease expert at the dizziness and balance ctr, (B) (6), dr (B) (6) had also not seen a pt complaining of dizzy symptoms following refractive eye surgery for vision correction. His exam did not reveal any 'vestibular or cranial nerve defect', and he diagnosed a 'probable increase in motion sickness'. Dr (B) (6) prescribed rehabilitation/desensitization therapy to help with the symptoms. I began therapy with (B) (6) in (B) (6) 2010. After completing 4 sessions, her comments suggested that I would need to continue desensitization exercises, and might experience these symptoms for years or, perhaps, the rest of my life. Pn (B) (6) 2009, I went to see dr (B) (6), an ophthalmologist -md, phd- at the (B) (6) eye center. He is a cornea expert and performs refractive eye surgery for vision correction. He too told me that he had never seen a pt who complained of dizzy symptoms following this procedure. His exam did not reveal any anatomical abnormalities, and suggested that it may be an inner ear problem. Drs., (B) (6) and (B) (6) are both involved with research/case studies and had both reported to me that they had not seen, or read about, a case with a pt who complained of dizzy symptoms and nausea following prk or a related procedure for vision correction. At this point I was frustrated, and disheartened, with not being able to find a doctor who had experience with the problem I was having and who could tell me whether or not an adjustment via an add'l prk procedure, or some other course of action, would correct my symptoms. I am constantly compensating for my dizzy symptoms every day. My symptoms occur during daily activities, reading, scrolling on a computer, movement on the tv, and shopping at grocery stores, etc. Though my symptoms are significantly better now than they were in october, the need to compensate every minute of every day is tiring. My symptoms inhibit my pursuit of recreational activities, my interest in pursuing a doctorate degree, and future employment as I am not able to comfortably and confidently resume normal activities. Prk (B) (6) 2009 target fluence: 160 mj/cm2. Transmission: 24.8% calibration table: (B) (4) with high myopia calibration factor: 0.99. Procedure: customvue treatment desired correction: -1.97 ds 0.98 dc x 95 degrees 12.50mm physician adjustment: -0.75 ds +0.00 dc 0.00 mm. Nomogram: 5% adjusted correction: -2.67 ds -0.92 dc x 95 degrees 0.00 mm. Optical zone: 6.7 x 6.0 mm ablation zone: 8.0 mm vsa algorithm. Physician has specified a lasik treatment, nasal flap total ablation depth: 57 micrometers. Total number of pulses: 291 pulses laser correction: -2.67 ds -0.92 dc x 95 degrees 0.00 mm laser max pulse rate: 20.0 hz activetrak: enabled, auto centering iris registration: enabled, 3,2 degrees counterclockwise treatment center adjustment -mm-: -0.03x, -0.01y procedure: customvue treatment desired correction: -2.38 ds -0.91 dc x 99 degrees 12.50 mm. Physician adjustment: -.062 ds +0.00 dc 0.00 mm. Nomogram: 5% adjusted correct. (B) (6) eye institute, (B) (6)